Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer¿s blood glucose was 340, 575, 400 to 450 mg/dl. The customer declined the troubleshooting. The customer was fine now and he was low this morning and he believe his insulin pump was working. The insulin pump will not be returned for analysis.